Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came in today to be disconnected from his cadd pump. He reported that the cadd was beeping last night. The pump stated it needed batteries, (new batteries are placed each time before patient is connected to pump), patient reported he put new batteries in last night. He also reported tubing became disconnected for the onguard adaptor lock. He reconnected the tubing himself. Patient came in today with a residual volume of 17ml. Doctor notified and he was okay to disconnect the patient from the pump.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause for the battery needed alarm was a main board or motor draining. The most probable cause for the under delivery was the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (9-jun-2009) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.